Manufacturer narrative:
(B)(4). The reported description notes that the monitor failed to alarm when the pt¿s spo2 value went below the spo2 alarm limit. No pt harm was reported. The customer also reported that the alarm had been turned off. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The reported description notes that the monitor failed to alarm when the pt¿s spo2 value went below the spo2 alarm limit. No pt harm was reported.